Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cable/cord/wiring was damaged, device displayed an e6 error code, the control was defective, the motor was defective, the locking part was defective, the hose was worn, the initial test could not be completed, and there was liquid damage. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device was displaying an e6 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.